Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was unresponsive. The contact declined to troubleshoot the issue and declined follow up with tandem technical support. No additional information was provided. There was no reported adverse impact to the customer.